Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ syringes leaked medicine from their connection sites. The following information was provided by the initial reporter: "I recently had two bd 3 ml precision glide needles leak medicine from where the needle (blue part) joins the syringe." "Neither would allow an airtight seal in order to draw the medicine, and at least half a dose of medicine leaked out the side of where the syringe affixed to the needles."

Event description:
It was reported that 2 bd luer-lok¿ syringes leaked medicine from their connection sites. The following information was provided by the initial reporter: "I recently had two bd 3 ml precision glide needles leak medicine from where the needle (blue part) joins the syringe." "Neither would allow an airtight seal in order to draw the medicine, and at least half a dose of medicine leaked out the side of where the syringe affixed to the needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one photo displaying the top web of two packages (p/n 309570) from batch 0035073 received . No visible defects were evident in the photo. Unused physical samples for pictures clearly displaying the complaint defect are needed for further investigation. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd luer-lok¿ syringes leaked medicine from their connection sites. The following information was provided by the initial reporter: "I recently had two bd 3 ml precision glide needles leak medicine from where the needle (blue part) joins the syringe." "Neither would allow an airtight seal in order to draw the medicine, and at least half a dose of medicine leaked out the side of where the syringe affixed to the needles."